Event description:
(B)(4). Event occurred in (B)(6). It was reported that while the patient had a bath, the connection part came off. The blood glucose value was more than 500 mg/dl. No further information available.